Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe and persistent pelvic pain"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage (first)"), rheumatoid arthritis ("rheumatoid arthritis"), bipolar disorder ("bipolar disorder"), seizure ("seizures") and systemic lupus erythematosus ("lupus") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 ((B)(6)), miscarriage, ectopic pregnancy, pregnancy induced hypertension (with two live births) and asthma from 2002 to 2006. Previously administered products included for birth control: mirena in 2005 and yaz from 2003 to 2004. Concurrent conditions included obesity. Concomitant products included bupropion (wellbutrin) from 2009 to 2011, cyclobenzaprine since 2017, ergocalciferol (vitamin d2) since 2015, gabapentin since (B)(6) 2016, lamotrigine (lamictal) from 2010 to 2011, losartan since 2015, meloxicam since 2017, nabumetone from (B)(6) 2017 to (B)(6) 2017, quetiapine (seroquel) since 2012, risperidone (risperdal) from 2011 to 2012, salbutamol (albuterol), sertraline (zoloft) from 2012 to 2013, venlafaxine (effexor) from 2009 to 2011 and ziprasidone hydrochloride (geodon) from 2008 to 2011. In (B)(6) 2005, the patient had essure (ess205) inserted. In 2008, the patient experienced urticaria ("hives"), skin irritation ("skin irritations"), rash ("rash"), pruritus ("itching"), food allergy ("food allergies"), urinary tract disorder ("urinary problems"), hypertension ("hypertension"), migraine ("migraines"), peripheral swelling ("swelling of legs,feet"), insomnia ("insomnia") and muscle spasms ("muscle spasms"). In (B)(6) 2008, the patient experienced weight increased ("weight gain"). In 2009, the patient experienced night sweats ("hormonal changes are night sweats"), hot flush ("hot flashes"), ovulation pain ("painful ovulation"), coital bleeding ("bleeding after sex"), breast engorgement ("breast engorgement"), breast pain ("breast pain"), breast tenderness ("breast sensitivity"), vaginal discharge ("vaginal discharge") and bacterial vaginosis ("recurring bacterial vaginosis"). In 2010, the patient experienced palpitations ("heart palpitations"), depression ("depression"), anxiety ("anxiety"), panic attack ("panic attacks") and vitamin d deficiency ("vitamin d deficiency"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), gastritis ("gastritis"), nausea ("nausea"), constipation ("constipation") and dysgeusia ("metallic taste in mouth"). In 2013, the patient experienced seizure (seriousness criterion medically significant), amnesia ("memory loss"), confusional state ("confusion"), feeling abnormal ("brain fog"), tremor ("shakiness"), neuralgia ("nerve pain") and syncope ("fainting spells"). In 2015, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) with fatigue, weight decreased, arthralgia and neck pain and systemic lupus erythematosus (seriousness criterion medically significant) with anaemia and headache. In 2017, the patient experienced hypoaesthesia ("numbness in hands and legs"), cervical radiculopathy ("cervical radiculopathy") and intervertebral disc degeneration ("degenerative disc disease"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), menorrhagia ("menorrhagia"), bladder disorder ("bladder problem"), bacterial infection ("recurring bacterial infection"), cystitis ("bladder infections"), urinary tract infection ("uti"), osteoarthritis ("degenerative joint disease of lower leg"), uterine pain ("uterine pain"), galactorrhoea ("breast milk production"), breast discharge ("leakage") and mobility decreased ("loss of movement in hands"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with vitamins and surgery (total hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, rheumatoid arthritis, bipolar disorder, seizure, systemic lupus erythematosus, vaginal haemorrhage, menorrhagia, urticaria, skin irritation, rash, pruritus, food allergy, bladder disorder, urinary tract disorder, palpitations, tooth disorder, dysmenorrhoea, dyspareunia, gastritis, nausea, constipation, dysgeusia, night sweats, hot flush, ovulation pain, coital bleeding, breast engorgement, breast pain, bacterial infection, breast tenderness, cystitis, urinary tract infection, migraine, amnesia, confusional state, feeling abnormal, hypoaesthesia, tremor, neuralgia, syncope, cervical radiculopathy, anxiety, panic attack, vaginal discharge, weight increased, peripheral swelling, intervertebral disc degeneration, insomnia, muscle spasms, vitamin d deficiency, bacterial vaginosis, uterine pain, galactorrhoea, breast discharge and mobility decreased outcome was unknown and the hypertension, depression and osteoarthritis had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, amnesia, anxiety, bacterial infection, bacterial vaginosis, bipolar disorder, bladder disorder, breast discharge, breast engorgement, breast pain, breast tenderness, cervical radiculopathy, coital bleeding, confusional state, constipation, cystitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, food allergy, galactorrhoea, gastritis, hot flush, hypertension, hypoaesthesia, insomnia, intervertebral disc degeneration, menorrhagia, migraine, mobility decreased, muscle spasms, nausea, neuralgia, night sweats, osteoarthritis, ovulation pain, palpitations, panic attack, pelvic pain, peripheral swelling, pregnancy with contraceptive device, pruritus, rash, rheumatoid arthritis, seizure, skin irritation, syncope, systemic lupus erythematosus, tooth disorder, tremor, urinary tract disorder, urinary tract infection, urticaria, uterine pain, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure (ess205). The reporter commented: current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - in (B)(6) 2005: tubes completely blocked. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication were added. Events abnormal bleeding (vaginal/menorrhagia) hives, skin irritations, rash, itching, food allergies. Rheumatoid arthritis, lupus. Bladder or urinary problems or changes, blood or heart disorder: heart palpitations, hypertension, anemia,dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition: gastritis, nausea, constipation, metallic taste in mouth. Hormonal changes are night sweats, hot flashes, painful ovulation, bleeding after sex, breast engorgement, breast pain and sensitivity, breast milk production and leakage. Recurring bacterial infections, bladder infections (utis). Migraines / headaches. Nausea, neurological conditions: memory loss, confusion, brain fog, seizures, numbness in hands and leg, shakiness. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe and persistent pelvic pain"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage (first)"), rheumatoid arthritis ("rheumatoid arthritis"), bipolar disorder ("bipolar disorder"), seizure ("seizures/ unexplained convulsions when I sat straight up"), systemic lupus erythematosus ("lupus"), abdominal pain ("hospitalized for contraction") and the second episode of muscle spasms ("back spasm like contraction/ contractions") in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 ((B)(6) 2002, (B)(6) 2005), miscarriage, ectopic pregnancy, pregnancy induced hypertension (with two live births), asthma from 2002 to 2006 and bronchitis. Previously administered products included for birth control: mirena from (B)(6) 2005 and yaz from 2003 to 2004. Concurrent conditions included obesity, degenerative joint disease, headache, depression, sinus congestion, metrorrhagia, edema, lower abdominal pain, ovarian cyst and milk allergy. Concomitant products included bupropion hydrochloride (wellbutrin) from 2009 to 2011, cyclobenzaprine since 2017, ergocalciferol (vitamin d2) since 2015, gabapentin since (B)(6) 2016, lamotrigine (lamictal) from 2010 to 2011, losartan since 2015, meloxicam since 2017, nabumetone from (B)(6) 2017, quetiapine fumarate (seroquel) since 2012, risperidone (risperdal) from 2011 to 2012, salbutamol (albuterol), sertraline hydrochloride (zoloft) from 2012 to 2013, venlafaxine hydrochloride (effexor) from 2009 to 2011 and ziprasidone hydrochloride (geodon) from 2008 to 2011. In (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced urticaria ("hives"), skin irritation ("skin irritations"), rash ("rash/ rashes"), pruritus ("itching"), food allergy ("food allergies"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("uti / frequent utis") and bacterial vaginosis ("recurring bacterial vaginosis"). In 2008, the patient experienced urinary tract disorder ("urinary problems"), hypertension ("hypertension"), migraine ("migraines"), peripheral swelling ("swelling of legs,feet"), insomnia ("insomnia") and the first episode of muscle spasms ("muscle spasms"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), night sweats ("hormonal changes are night sweats"), hot flush ("hot flashes"), ovulation pain ("painful ovulation"), coital bleeding ("bleeding after sex/ bleeding after intercourse"), breast engorgement ("breast engorgement"), breast pain ("breast pain"), breast tenderness ("breast sensitivity"), vaginal discharge ("vaginal discharge") and breast discharge ("leakage/ leaking"). In 2010, the patient experienced palpitations ("heart palpitations"), depression ("depression"), anxiety ("anxiety"), panic attack ("panic attacks") and vitamin d deficiency ("vitamin d deficiency"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), gastritis ("gastritis"), nausea ("nausea"), constipation ("constipation") and dysgeusia ("metallic taste in mouth"). In 2013, the patient experienced seizure (seriousness criteria hospitalization and medically significant), amnesia ("memory loss"), confusional state ("confusion"), feeling abnormal ("brain fog"), tremor ("shakiness"), neuralgia ("nerve pain") and syncope ("fainting spells"). In 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced cervical radiculopathy ("cervical radiculopathy"). In (B)(6) 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) with fatigue, weight decreased, arthralgia and neck pain and systemic lupus erythematosus (seriousness criterion medically significant) with anaemia and headache. In 2017, the patient experienced hypoaesthesia ("numbness in hands and legs") and intervertebral disc degeneration ("degenerative disc disease"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), bladder disorder ("bladder problem"), bacterial infection ("recurring bacterial infection"), cystitis ("bladder infections"), osteoarthritis ("degenerative joint disease of lower leg"), uterine pain ("uterine pain"), galactorrhoea ("breast milk production/ lactation"), musculoskeletal disorder ("loss of movement in hands"), back pain ("back pain"), abdominal pain (seriousness criteria hospitalization and intervention required), the second episode of muscle spasms (seriousness criterion hospitalization), mass ("3 large masses"), aphasia ("loss of speech"), dizziness ("dizzy"), vision blurred ("blurry vision"), shock ("brain shocks") and menstruation delayed ("my period comes 2-3 weeks later"). The patient was treated with cyclobenzaprine hydrochloride (flexeril), ibuprofen, vitamins and surgery (total hysterectomy with bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, rheumatoid arthritis, bipolar disorder, seizure, systemic lupus erythematosus, menorrhagia, urticaria, skin irritation, rash, pruritus, food allergy, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, gastritis, nausea, constipation, night sweats, hot flush, ovulation pain, coital bleeding, breast engorgement, breast pain, bacterial infection, breast tenderness, cystitis, urinary tract infection, migraine, amnesia, confusional state, feeling abnormal, tremor, neuralgia, syncope, cervical radiculopathy, vaginal discharge, weight increased, intervertebral disc degeneration, insomnia, vitamin d deficiency, bacterial vaginosis, uterine pain, galactorrhoea, breast discharge, musculoskeletal disorder, back pain, abdominal pain, the last episode of muscle spasms, mass, aphasia, dizziness, vision blurred, shock and menstruation delayed outcome was unknown, the vaginal haemorrhage had resolved, the palpitations, hypertension, dysgeusia, hypoaesthesia, depression, anxiety, panic attack and peripheral swelling was resolving and the osteoarthritis had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, amnesia, anxiety, aphasia, back pain, bacterial infection, bacterial vaginosis, bipolar disorder, bladder disorder, breast discharge, breast engorgement, breast pain, breast tenderness, cervical radiculopathy, coital bleeding, confusional state, constipation, cystitis, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, food allergy, galactorrhoea, gastritis, hot flush, hypertension, hypoaesthesia, insomnia, intervertebral disc degeneration, mass, menorrhagia, menstruation delayed, migraine, musculoskeletal disorder, nausea, neuralgia, night sweats, osteoarthritis, ovulation pain, palpitations, panic attack, pelvic pain, peripheral swelling, pregnancy with contraceptive device, pruritus, rash, rheumatoid arthritis, seizure, shock, skin irritation, syncope, systemic lupus erythematosus, tooth disorder, tremor, urinary tract disorder, urinary tract infection, urticaria, uterine pain, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin d deficiency, weight increased, the first episode of muscle spasms and the second episode of muscle spasms to be related to essure (ess205). The reporter commented: current weight: 210. Patient had essure removed, but reported as injuries or symptoms (unspecified) resulted from essure did not decrease or resolve following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: results: tubes completely blocked. Ultrasound pelvis - on (B)(6) 2008: tubal occlusion device in place. Nonvisua1ization of the right ovary. Unremarkable appearance of the left ovary; on (B)(6) 2009: cyst or dominant follicle within the left ovary. Essure contraceptive device.. Concerning the injuries reported in this case, the following one/ones were reported via social media:muscle spasm,back pain,abdominal pain, aphasia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, hypertension, pelvic pain, dyspareunia, lupus erythematosus, hypertension, arthritis, depression, quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-dec-2018: pfs, medical records and social media received. Events added: delayed menses for 2-3 weeks, dizzy, brain shocks, loss of speech, 3 large masses, blurry vision. Concomitant diseases, historical conditions and lab data was added. Events outcomes were updated. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ severe and persistent pelvic pain'), abortion spontaneous ('miscarriage (first)'), rheumatoid arthritis ('rheumatoid arthritis'), bipolar disorder ('bipolar disorder'), seizure ('seizures/ unexplained convulsions when I sat straight up'), systemic lupus erythematosus ('lupus'), abdominal pain ('hospitalized for contraction') and back muscle spasms ('back spasm like contraction/ contractions') in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included asthma from 2002 to 2006, multigravida, parity 2 ((B)(6) 2002, (B)(6) 2005), miscarriage, ectopic pregnancy, pregnancy induced hypertension (with two live births) and bronchitis. Previously administered products included for birth control: mirena from (B)(6) 2005 to (B)(6) 2005 and yaz from 2003 to 2004. Concurrent conditions included obesity, localised osteoarthritis, headache, depression, sinus congestion, metrorrhagia, edema, lower abdominal pain, ovarian cyst and milk allergy. Concomitant products included bupropion hydrochloride (wellbutrin) from 2009 to 2011, cyclobenzaprine since 2017, ergocalciferol (vitamin d2) since 2015, gabapentin since (B)(6) 2016, lamotrigine (lamictal) from 2010 to 2011, losartan since 2015, meloxicam since 2017, nabumetone from (B)(6) 2017 to (B)(6) 2017, quetiapine fumarate (seroquel) since 2012, risperidone (risperdal) from 2011 to 2012, salbutamol (albuterol), sertraline hydrochloride (zoloft) from 2012 to 2013, venlafaxine hydrochloride (effexor) from 2009 to 2011 and ziprasidone from 2008 to 2011. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced urticaria ("hives"), skin irritation ("skin irritations"), rash ("rash/ rashes"), pruritus ("itching"), food allergy ("food allergies"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("uti / frequent utis") and bacterial vaginosis ("recurring bacterial vaginosis"). In 2008, the patient experienced urinary tract disorder ("urinary problems"), hypertension ("hypertension"), migraine ("migraines"), peripheral swelling ("swelling of legs,feet"), insomnia ("insomnia") and muscle spasms ("muscle spasms"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), night sweats ("hormonal changes are night sweats"), hot flush ("hot flashes"), ovulation pain ("painful ovulation"), coital bleeding ("bleeding after sex/ bleeding after intercourse"), breast engorgement ("breast engorgement"), breast pain ("breast pain"), breast tenderness ("breast sensitivity"), vaginal discharge ("vaginal discharge") and breast discharge ("leakage/ leaking"). In 2010, the patient experienced palpitations ("heart palpitations"), depression ("depression"), anxiety ("anxiety"), panic attack ("panic attacks") and vitamin d deficiency ("vitamin d deficiency"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), gastritis ("gastritis"), nausea ("nausea"), constipation ("constipation") and dysgeusia ("metallic taste in mouth"). In 2013, the patient experienced seizure (seriousness criteria hospitalization and medically significant), amnesia ("memory loss"), confusional state ("confusion"), feeling abnormal ("brain fog"), tremor ("shakiness"), neuralgia ("nerve pain") and syncope ("fainting spells"). In 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy"). On (B)(6) 2017, the patient experienced cervical radiculopathy ("cervical radiculopathy"), 11 years 11 months after insertion of essure (ess205). In 2017, the patient experienced hypoaesthesia ("numbness in hands and legs") and intervertebral disc degeneration ("degenerative disc disease"). In (B)(6) 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) with fatigue, weight decreased, arthralgia and neck pain and systemic lupus erythematosus (seriousness criterion medically significant) with anaemia and headache. On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), bladder disorder ("bladder problem"), bacterial infection ("recurring bacterial infection"), cystitis ("bladder infections"), osteoarthritis ("degenerative joint disease of lower leg"), uterine pain ("uterine pain"), galactorrhoea ("breast milk production/ lactation"), musculoskeletal disorder ("loss of movement in hands"), back pain ("back pain"), abdominal pain (seriousness criteria hospitalization and intervention required), back muscle spasms (seriousness criterion hospitalization), mass ("3 large masses"), aphasia ("loss of speech"), dizziness ("dizzy"), vision blurred ("blurry vision"), shock ("brain shocks") and menstruation delayed ("my period comes 2-3 weeks later"). The patient was treated with ibuprofen, vitamins nos, and surgery (total hysterectomy with bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abortion spontaneous, rheumatoid arthritis, bipolar disorder, seizure, systemic lupus erythematosus, pregnancy with contraceptive device, menorrhagia, urticaria, skin irritation, rash, pruritus, food allergy, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, gastritis, nausea, constipation, night sweats, hot flush, ovulation pain, coital bleeding, breast engorgement, breast pain, bacterial infection, breast tenderness, cystitis, urinary tract infection, migraine, amnesia, confusional state, feeling abnormal, tremor, neuralgia, syncope, cervical radiculopathy, vaginal discharge, weight increased, intervertebral disc degeneration, insomnia, muscle spasms, vitamin d deficiency, bacterial vaginosis, uterine pain, galactorrhoea, breast discharge, musculoskeletal disorder, back pain, abdominal pain, mass, aphasia, dizziness, vision blurred, shock and menstruation delayed outcome was unknown, the vaginal haemorrhage had resolved, the palpitations, hypertension, dysgeusia, hypoaesthesia, depression, anxiety, panic attack and peripheral swelling was resolving and the osteoarthritis and back muscle spasms had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, amnesia, anxiety, aphasia, back pain, bacterial infection, bacterial vaginosis, bipolar disorder, bladder disorder, breast discharge, breast engorgement, breast pain, breast tenderness, cervical radiculopathy, coital bleeding, confusional state, constipation, cystitis, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, food allergy, galactorrhoea, gastritis, hot flush, hypertension, hypoaesthesia, insomnia, intervertebral disc degeneration, mass, menorrhagia, menstruation delayed, migraine, muscle spasms, musculoskeletal disorder, nausea, neuralgia, night sweats, osteoarthritis, ovulation pain, palpitations, panic attack, pelvic pain, peripheral swelling, pregnancy with contraceptive device, pruritus, rash, rheumatoid arthritis, seizure, shock, skin irritation, syncope, systemic lupus erythematosus, tooth disorder, tremor, urinary tract disorder, urinary tract infection, urticaria, uterine pain, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin d deficiency, weight increased and back muscle spasms to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: current weight: 210. Patient had essure removed, but reported as injuries or symptoms (unspecified) resulted from essure did not decrease or resolve following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: results: tubes completely blocked. Ultrasound pelvis - on (B)(6) 2008: tubal occlusion device in place. Nonvisua1ization of the right ovary. Unremarkable appearance of the left ovary; on (B)(6) 2009: cyst or dominant follicle within the left ovary. Essure contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ severe and persistent pelvic pain'), abortion spontaneous ('miscarriage (first)'), rheumatoid arthritis ('rheumatoid arthritis'), bipolar disorder ('bipolar disorder'), seizure ('seizures/ unexplained convulsions when I sat straight up'), systemic lupus erythematosus ('lupus'), abdominal pain ('hospitalized for contraction') and back muscle spasms ('back spasm like contraction/ contractions') in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." The patient's medical history included asthma from 2002 to 2006, multigravida, parity 2 (B)(6) 2002, (B)(6) 2005, miscarriage, ectopic pregnancy, pregnancy induced hypertension (with two live births) and bronchitis. Previously administered products included for birth control: mirena from (B)(6) 2005 and yaz from 2003 to 2004. Concurrent conditions included obesity, localised osteoarthritis, headache, depression, sinus congestion, metrorrhagia, edema, lower abdominal pain, ovarian cyst and milk allergy. Concomitant products included bupropion hydrochloride (wellbutrin) from 2009 to 2011, cyclobenzaprine since 2017, ergocalciferol (vitamin d2) since 2015, gabapentin since (B)(6) 2016, lamotrigine (lamictal) from 2010 to 2011, losartan since 2015, meloxicam since 2017, nabumetone from (B)(6) 2017, quetiapine fumarate (seroquel) since 2012, risperidone (risperdal) from 2011 to 2012, salbutamol (albuterol), sertraline hydrochloride (zoloft) from 2012 to 2013, venlafaxine hydrochloride (effexor) from 2009 to 2011 and ziprasidone from 2008 to 2011. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced urticaria ("hives"), skin irritation ("skin irritations"), rash ("rash/ rashes"), pruritus ("itching"), food allergy ("food allergies"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea cramping"), urinary tract infection ("uti / frequent utis") and bacterial vaginosis ("recurring bacterial vaginosis"). In 2008, the patient experienced urinary tract disorder ("urinary problems"), hypertension ("hypertension"), migraine ("migraines"), peripheral swelling ("swelling of legs,feet"), insomnia ("insomnia") and muscle spasms ("muscle spasms"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), night sweats ("hormonal changes are night sweats"), hot flush ("hot flashes"), ovulation pain ("painful ovulation"), coital bleeding ("bleeding after sex/ bleeding after intercourse"), breast engorgement ("breast engorgement"), breast pain ("breast pain"), breast tenderness ("breast sensitivity"), vaginal discharge ("vaginal discharge") and breast discharge ("leakage/ leaking"). In 2010, the patient experienced palpitations ("heart palpitations"), depression ("depression"), anxiety ("anxiety"), panic attack ("panic attacks") and vitamin d deficiency ("vitamin d deficiency"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2012, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse"), gastritis ("gastritis"), nausea ("nausea"), constipation ("constipation") and dysgeusia ("metallic taste in mouth"). In 2013, the patient experienced seizure (seriousness criteria hospitalization and medically significant), amnesia ("memory loss"), confusional state ("confusion"), feeling abnormal ("brain fog"), tremor ("shakiness"), neuralgia ("nerve pain") and syncope ("fainting spells"). In 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy"). On (B)(6) 2017, the patient experienced cervical radiculopathy ("cervical radiculopathy"), 11 years 11 months after insertion of essure (ess205). In 2017, the patient experienced hypoaesthesia ("numbness in hands and legs") and intervertebral disc degeneration ("degenerative disc disease"). In (B)(6) 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) with fatigue, weight decreased, arthralgia and neck pain and systemic lupus erythematosus (seriousness criterion medically significant) with anaemia and headache. On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), bladder disorder ("bladder problem"), bacterial infection ("recurring bacterial infection"), cystitis ("bladder infections"), osteoarthritis ("degenerative joint disease of lower leg"), uterine pain ("uterine pain"), galactorrhoea ("breast milk production/ lactation"), musculoskeletal disorder ("loss of movement in hands"), back pain ("back pain"), abdominal pain (seriousness criteria hospitalization and intervention required), back muscle spasms (seriousness criterion hospitalization), mass ("3 large masses"), aphasia ("loss of speech"), dizziness ("dizzy"), vision blurred ("blurry vision"), shock ("brain shocks") and menstruation delayed ("my period comes 2-3 weeks later"). The patient was treated with ibuprofen, vitamins nos, and surgery (total hysterectomy with bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abortion spontaneous, rheumatoid arthritis, bipolar disorder, seizure, systemic lupus erythematosus, pregnancy with contraceptive device, menorrhagia, urticaria, skin irritation, rash, pruritus, food allergy, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, gastritis, nausea, constipation, night sweats, hot flush, ovulation pain, coital bleeding, breast engorgement, breast pain, bacterial infection, breast tenderness, cystitis, urinary tract infection, migraine, amnesia, confusional state, feeling abnormal, tremor, neuralgia, syncope, cervical radiculopathy, vaginal discharge, weight increased, intervertebral disc degeneration, insomnia, muscle spasms, vitamin d deficiency, bacterial vaginosis, uterine pain, galactorrhoea, breast discharge, musculoskeletal disorder, back pain, abdominal pain, mass, aphasia, dizziness, vision blurred, shock and menstruation delayed outcome was unknown, the vaginal haemorrhage had resolved, the palpitations, hypertension, dysgeusia, hypoaesthesia, depression, anxiety, panic attack and peripheral swelling was resolving and the osteoarthritis and back muscle spasms had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, amnesia, anxiety, aphasia, back pain, bacterial infection, bacterial vaginosis, bipolar disorder, bladder disorder, breast discharge, breast engorgement, breast pain, breast tenderness, cervical radiculopathy, coital bleeding, confusional state, constipation, cystitis, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, food allergy, galactorrhoea, gastritis, hot flush, hypertension, hypoaesthesia, insomnia, intervertebral disc degeneration, mass, menorrhagia, menstruation delayed, migraine, muscle spasms, musculoskeletal disorder, nausea, neuralgia, night sweats, osteoarthritis, ovulation pain, palpitations, panic attack, pelvic pain, peripheral swelling, pregnancy with contraceptive device, pruritus, rash, rheumatoid arthritis, seizure, shock, skin irritation, syncope, systemic lupus erythematosus, tooth disorder, tremor, urinary tract disorder, urinary tract infection, urticaria, uterine pain, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin d deficiency, weight increased and back muscle spasms to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: current weight: 210. Patient had essure removed, but reported as injuries or symptoms (unspecified) resulted from essure did not decrease or resolve following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Hysterosalpingogram in (B)(6) 2005: results: tubes completely blocked. Ultrasound pelvis on (B)(6) 2008: tubal occlusion device in place. Nonvisualization of the right ovary. Unremarkable appearance of the left ovary; on (B)(6) 2009: cyst or dominant follicle within the left ovary. Essure contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe and persistent pelvic pain"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage (first)"), rheumatoid arthritis ("rheumatoid arthritis"), bipolar disorder ("bipolar disorder"), seizure ("seizures"), systemic lupus erythematosus ("lupus"), abdominal pain ("hospitalized for contraction") and the second episode of muscle spasms ("back spasm like contraction") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 ((B)(6) 2002, (B)(6) 2005), miscarriage, ectopic pregnancy, pregnancy induced hypertension (with two live births) and asthma from 2002 to 2006. Previously administered products included for birth control: mirena in 2005 and yaz from 2003 to 2004. Concurrent conditions included obesity. Concomitant products included bupropion (wellbutrin) from 2009 to 2011, cyclobenzaprine since 2017, ergocalciferol (vitamin d2) since 2015, gabapentin since (B)(6) 2016, lamotrigine (lamictal) from 2010 to 2011, losartan since 2015, meloxicam since 2017, nabumetone from (B)(6) 2017, quetiapine (seroquel) since 2012, risperidone (risperdal) from 2011 to 2012, salbutamol (albuterol), sertraline (zoloft) from 2012 to 2013, venlafaxine (effexor) from 2009 to 2011 and ziprasidone hydrochloride (geodon) from 2008 to 2011. In (B)(6) 2005, the patient had essure (ess205) inserted. In 2008, the patient experienced urticaria ("hives"), skin irritation ("skin irritations"), rash ("rash"), pruritus ("itching"), food allergy ("food allergies"), urinary tract disorder ("urinary problems"), hypertension ("hypertension"), migraine ("migraines"), peripheral swelling ("swelling of legs,feet"), insomnia ("insomnia") and the first episode of muscle spasms ("muscle spasms"). In (B)(6) 2008, the patient experienced weight increased ("weight gain"). In 2009, the patient experienced night sweats ("hormonal changes are night sweats"), hot flush ("hot flashes"), ovulation pain ("painful ovulation"), coital bleeding ("bleeding after sex"), breast engorgement ("breast engorgement"), breast pain ("breast pain"), breast tenderness ("breast sensitivity"), vaginal discharge ("vaginal discharge") and bacterial vaginosis ("recurring bacterial vaginosis"). In 2010, the patient experienced palpitations ("heart palpitations"), depression ("depression"), anxiety ("anxiety"), panic attack ("panic attacks") and vitamin d deficiency ("vitamin d deficiency"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), gastritis ("gastritis"), nausea ("nausea"), constipation ("constipation") and dysgeusia ("metallic taste in mouth"). In 2013, the patient experienced seizure (seriousness criterion medically significant), amnesia ("memory loss"), confusional state ("confusion"), feeling abnormal ("brain fog"), tremor ("shakiness"), neuralgia ("nerve pain") and syncope ("fainting spells"). In 2015, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) with fatigue, weight decreased, arthralgia and neck pain and systemic lupus erythematosus (seriousness criterion medically significant) with anaemia and headache. In 2017, the patient experienced hypoaesthesia ("numbness in hands and legs"), cervical radiculopathy ("cervical radiculopathy") and intervertebral disc degeneration ("degenerative disc disease"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), menorrhagia ("menorrhagia"), bladder disorder ("bladder problem"), bacterial infection ("recurring bacterial infection"), cystitis ("bladder infections"), urinary tract infection ("uti"), osteoarthritis ("degenerative joint disease of lower leg"), uterine pain ("uterine pain"), galactorrhoea ("breast milk production"), breast discharge ("leakage"), musculoskeletal disorder ("loss of movement in hands"), back pain ("back pain"), abdominal pain (seriousness criteria hospitalization and intervention required) and the second episode of muscle spasms (seriousness criterion hospitalization). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with vitamins and surgery (total hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, rheumatoid arthritis, bipolar disorder, seizure, systemic lupus erythematosus, vaginal haemorrhage, menorrhagia, urticaria, skin irritation, rash, pruritus, food allergy, bladder disorder, urinary tract disorder, palpitations, tooth disorder, dysmenorrhoea, dyspareunia, gastritis, nausea, constipation, dysgeusia, night sweats, hot flush, ovulation pain, coital bleeding, breast engorgement, breast pain, bacterial infection, breast tenderness, cystitis, urinary tract infection, migraine, amnesia, confusional state, feeling abnormal, hypoaesthesia, tremor, neuralgia, syncope, cervical radiculopathy, anxiety, panic attack, vaginal discharge, weight increased, peripheral swelling, intervertebral disc degeneration, insomnia, vitamin d deficiency, bacterial vaginosis, uterine pain, galactorrhoea, breast discharge, musculoskeletal disorder, back pain, abdominal pain and the last episode of muscle spasms outcome was unknown and the hypertension, depression and osteoarthritis had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, amnesia, anxiety, back pain, bacterial infection, bacterial vaginosis, bipolar disorder, bladder disorder, breast discharge, breast engorgement, breast pain, breast tenderness, cervical radiculopathy, coital bleeding, confusional state, constipation, cystitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, food allergy, galactorrhoea, gastritis, hot flush, hypertension, hypoaesthesia, insomnia, intervertebral disc degeneration, menorrhagia, migraine, musculoskeletal disorder, nausea, neuralgia, night sweats, osteoarthritis, ovulation pain, palpitations, panic attack, pelvic pain, peripheral swelling, pregnancy with contraceptive device, pruritus, rash, rheumatoid arthritis, seizure, skin irritation, syncope, systemic lupus erythematosus, tooth disorder, tremor, urinary tract disorder, urinary tract infection, urticaria, uterine pain, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, weight increased, the first episode of muscle spasms and the second episode of muscle spasms to be related to essure (ess205). The reporter commented: current weight: 210 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: tubes completely blocked . Concerning the injuries reported in this case, the following one/ones were reported via social media:muscle spasm,back pain,abdominal pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-jun-2018: social media received:the event hospitalized for contraction,back pain,back spasm added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ severe and persistent pelvic pain"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage (first)"), rheumatoid arthritis ("rheumatoid arthritis"), bipolar disorder ("bipolar disorder"), seizure ("seizures"), systemic lupus erythematosus ("lupus"), abdominal pain ("hospitalized for contraction") and the second episode of muscle spasms ("back spasm like contraction") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 ( (B)(6) 2002, (B)(6) 2005), miscarriage, ectopic pregnancy, pregnancy induced hypertension (with two live births) and asthma from 2002 to 2006. Previously administered products included for birth control: mirena in 2005 and yaz from 2003 to 2004. Concurrent conditions included obesity. Concomitant products included bupropion (wellbutrin) from 2009 to 2011, cyclobenzaprine since 2017, ergocalciferol (vitamin d2) since 2015, gabapentin since november 2016, lamotrigine (lamictal) from 2010 to 2011, losartan since 2015, meloxicam since 2017, nabumetone from january 2017 to august 2017, quetiapine (seroquel) since 2012, risperidone (risperdal) from 2011 to 2012, salbutamol (albuterol), sertraline (zoloft) from 2012 to 2013, venlafaxine (effexor) from 2009 to 2011 and ziprasidone hydrochloride (geodon) from 2008 to 2011. In july 2005, the patient had essure (ess205) inserted. In 2008, the patient experienced urticaria ("hives"), skin irritation ("skin irritations"), rash ("rash"), pruritus ("itching"), food allergy ("food allergies"), urinary tract disorder ("urinary problems"), hypertension ("hypertension"), migraine ("migraines"), peripheral swelling ("swelling of legs,feet"), insomnia ("insomnia") and the first episode of muscle spasms ("muscle spasms"). In june 2008, the patient experienced weight increased ("weight gain"). In 2009, the patient experienced night sweats ("hormonal changes are night sweats"), hot flush ("hot flashes"), ovulation pain ("painful ovulation"), coital bleeding ("bleeding after sex"), breast engorgement ("breast engorgement"), breast pain ("breast pain"), breast tenderness ("breast sensitivity"), vaginal discharge ("vaginal discharge") and bacterial vaginosis ("recurring bacterial vaginosis"). In 2010, the patient experienced palpitations ("heart palpitations"), depression ("depression"), anxiety ("anxiety"), panic attack ("panic attacks") and vitamin d deficiency ("vitamin d deficiency"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), gastritis ("gastritis"), nausea ("nausea"), constipation ("constipation") and dysgeusia ("metallic taste in mouth"). In 2013, the patient experienced seizure (seriousness criterion medically significant), amnesia ("memory loss"), confusional state ("confusion"), feeling abnormal ("brain fog"), tremor ("shakiness"), neuralgia ("nerve pain") and syncope ("fainting spells"). In 2015, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). In june 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) with fatigue, weight decreased, arthralgia and neck pain and systemic lupus erythematosus (seriousness criterion medically significant) with anaemia and headache. In 2017, the patient experienced hypoaesthesia ("numbness in hands and legs"), cervical radiculopathy ("cervical radiculopathy") and intervertebral disc degeneration ("degenerative disc disease"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), menorrhagia ("menorrhagia"), bladder disorder ("bladder problem"), bacterial infection ("recurring bacterial infection"), cystitis ("bladder infections"), urinary tract infection ("uti"), osteoarthritis ("degenerative joint disease of lower leg"), uterine pain ("uterine pain"), galactorrhoea ("breast milk production"), breast discharge ("leakage"), musculoskeletal disorder ("loss of movement in hands"), back pain ("back pain"), abdominal pain (seriousness criteria hospitalization and intervention required) and the second episode of muscle spasms (seriousness criterion hospitalization). Last menstrual period and estimated date of delivery were not provided. The patient was treated with vitamins and surgery (total hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, rheumatoid arthritis, bipolar disorder, seizure, systemic lupus erythematosus, vaginal haemorrhage, menorrhagia, urticaria, skin irritation, rash, pruritus, food allergy, bladder disorder, urinary tract disorder, palpitations, tooth disorder, dysmenorrhoea, dyspareunia, gastritis, nausea, constipation, dysgeusia, night sweats, hot flush, ovulation pain, coital bleeding, breast engorgement, breast pain, bacterial infection, breast tenderness, cystitis, urinary tract infection, migraine, amnesia, confusional state, feeling abnormal, hypoaesthesia, tremor, neuralgia, syncope, cervical radiculopathy, anxiety, panic attack, vaginal discharge, weight increased, peripheral swelling, intervertebral disc degeneration, insomnia, vitamin d deficiency, bacterial vaginosis, uterine pain, galactorrhoea, breast discharge, musculoskeletal disorder, back pain, abdominal pain and the last episode of muscle spasms outcome was unknown and the hypertension, depression and osteoarthritis had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, amnesia, anxiety, back pain, bacterial infection, bacterial vaginosis, bipolar disorder, bladder disorder, breast discharge, breast engorgement, breast pain, breast tenderness, cervical radiculopathy, coital bleeding, confusional state, constipation, cystitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, food allergy, galactorrhoea, gastritis, hot flush, hypertension, hypoaesthesia, insomnia, intervertebral disc degeneration, menorrhagia, migraine, musculoskeletal disorder, nausea, neuralgia, night sweats, osteoarthritis, ovulation pain, palpitations, panic attack, pelvic pain, peripheral swelling, pregnancy with contraceptive device, pruritus, rash, rheumatoid arthritis, seizure, skin irritation, syncope, systemic lupus erythematosus, tooth disorder, tremor, urinary tract disorder, urinary tract infection, urticaria, uterine pain, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, weight increased, the first episode of muscle spasms and the second episode of muscle spasms to be related to essure (ess205). The reporter commented: current weight: 210 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Hysterosalpingogram - in october 2005: tubes completely blocked concerning the injuries reported in this case, the following one/ones were reported via social media:muscle spasm,back pain,abdominal pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: received quality safety evaluation. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ severe and persistent pelvic pain'), abortion spontaneous ('miscarriage (first)'), rheumatoid arthritis ('rheumatoid arthritis'), bipolar disorder ('bipolar disorder'), seizure ('seizures/ unexplained convulsions when I sat straight up'), systemic lupus erythematosus ('lupus'), abdominal pain ('hospitalized for contraction') and back muscle spasms ('back spasm like contraction/ contractions') in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included asthma from 2002 to 2006, multigravida, parity 2 ((B)(6) 2002, (B)(6) 2005), miscarriage, ectopic pregnancy, pregnancy induced hypertension (with two live births) and bronchitis. Previously administered products included for birth control: mirena from may 2005 to july 2005 and yaz from 2003 to 2004. Concurrent conditions included obesity, localised osteoarthritis, headache, depression, sinus congestion, metrorrhagia, edema, lower abdominal pain, ovarian cyst and milk allergy. Concomitant products included bupropion hydrochloride (wellbutrin) from 2009 to 2011, cyclobenzaprine since 2017, ergocalciferol (vitamin d2) since 2015, gabapentin since november 2016, lamotrigine (lamictal) from 2010 to 2011, losartan since 2015, meloxicam since 2017, nabumetone from january 2017 to august 2017, quetiapine fumarate (seroquel) since 2012, risperidone (risperdal) from 2011 to 2012, salbutamol (albuterol), sertraline hydrochloride (zoloft) from 2012 to 2013, venlafaxine hydrochloride (effexor) from 2009 to 2011 and ziprasidone from 2008 to 2011. In (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced urticaria ("hives"), skin irritation ("skin irritations"), rash ("rash/ rashes"), pruritus ("itching"), food allergy ("food allergies"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("uti / frequent utis") and bacterial vaginosis ("recurring bacterial vaginosis"). In 2008, the patient experienced urinary tract disorder ("urinary problems"), hypertension ("hypertension"), migraine ("migraines"), peripheral swelling ("swelling of legs,feet"), insomnia ("insomnia") and muscle spasms ("muscle spasms"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), night sweats ("hormonal changes are night sweats"), hot flush ("hot flashes"), ovulation pain ("painful ovulation"), coital bleeding ("bleeding after sex/ bleeding after intercourse"), breast engorgement ("breast engorgement"), breast pain ("breast pain"), breast tenderness ("breast sensitivity"), vaginal discharge ("vaginal discharge") and breast discharge ("leakage/ leaking"). In 2010, the patient experienced palpitations ("heart palpitations"), depression ("depression"), anxiety ("anxiety"), panic attack ("panic attacks") and vitamin d deficiency ("vitamin d deficiency"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), gastritis ("gastritis"), nausea ("nausea"), constipation ("constipation") and dysgeusia ("metallic taste in mouth"). In 2013, the patient experienced seizure (seriousness criteria hospitalization and medically significant), amnesia ("memory loss"), confusional state ("confusion"), feeling abnormal ("brain fog"), tremor ("shakiness"), neuralgia ("nerve pain") and syncope ("fainting spells"). In 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy"). On (B)(6) 2017, the patient experienced cervical radiculopathy ("cervical radiculopathy"). In (B)(6) 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) with fatigue, weight decreased, arthralgia and neck pain and systemic lupus erythematosus (seriousness criterion medically significant) with anaemia and headache. In 2017, the patient experienced hypoaesthesia ("numbness in hands and legs") and intervertebral disc degeneration ("degenerative disc disease"). On an unknown date, the patient experienced bipolar disorder (seriousness criterion medically significant), bladder disorder ("bladder problem"), bacterial infection ("recurring bacterial infection"), cystitis ("bladder infections"), osteoarthritis ("degenerative joint disease of lower leg"), uterine pain ("uterine pain"), galactorrhoea ("breast milk production/ lactation"), musculoskeletal disorder ("loss of movement in hands"), back pain ("back pain"), abdominal pain (seriousness criteria hospitalization and intervention required), back muscle spasms (seriousness criterion hospitalization), mass ("3 large masses"), aphasia ("loss of speech"), dizziness ("dizzy"), vision blurred ("blurry vision"), shock ("brain shocks") and menstruation delayed ("my period comes 2-3 weeks later"). The patient was treated with ibuprofen, vitamins nos, and surgery (total hysterectomy with bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abortion spontaneous, rheumatoid arthritis, bipolar disorder, seizure, systemic lupus erythematosus, pregnancy with contraceptive device, menorrhagia, urticaria, skin irritation, rash, pruritus, food allergy, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, dyspareunia, gastritis, nausea, constipation, night sweats, hot flush, ovulation pain, coital bleeding, breast engorgement, breast pain, bacterial infection, breast tenderness, cystitis, urinary tract infection, migraine, amnesia, confusional state, feeling abnormal, tremor, neuralgia, syncope, cervical radiculopathy, vaginal discharge, weight increased, intervertebral disc degeneration, insomnia, muscle spasms, vitamin d deficiency, bacterial vaginosis, uterine pain, galactorrhoea, breast discharge, musculoskeletal disorder, back pain, abdominal pain, mass, aphasia, dizziness, vision blurred, shock and menstruation delayed outcome was unknown, the vaginal haemorrhage had resolved, the palpitations, hypertension, dysgeusia, hypoaesthesia, depression, anxiety, panic attack and peripheral swelling was resolving and the osteoarthritis and back muscle spasms had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, amnesia, anxiety, aphasia, back pain, bacterial infection, bacterial vaginosis, bipolar disorder, bladder disorder, breast discharge, breast engorgement, breast pain, breast tenderness, cervical radiculopathy, coital bleeding, confusional state, constipation, cystitis, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, food allergy, galactorrhoea, gastritis, hot flush, hypertension, hypoaesthesia, insomnia, intervertebral disc degeneration, mass, menorrhagia, menstruation delayed, migraine, muscle spasms, musculoskeletal disorder, nausea, neuralgia, night sweats, osteoarthritis, ovulation pain, palpitations, panic attack, pelvic pain, peripheral swelling, pregnancy with contraceptive device, pruritus, rash, rheumatoid arthritis, seizure, shock, skin irritation, syncope, systemic lupus erythematosus, tooth disorder, tremor, urinary tract disorder, urinary tract infection, urticaria, uterine pain, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin d deficiency, weight increased and back muscle spasms to be related to essure (ess205). The reporter commented: current weight: 210. Patient had essure removed, but reported as injuries or symptoms (unspecified) resulted from essure did not decrease or resolve following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: results: tubes completely blocked. Ultrasound pelvis - on (B)(6) 2008: tubal occlusion device in place. Nonvisua1ization of the right ovary. Unremarkable appearance of the left ovary; on (B)(6) 2009: cyst or dominant follicle within the left ovary. Essure contraceptive device.. Concerning the injuries reported in this case, the following one/ones were reported via social media:muscle spasm,back pain,abdominal pain, aphasia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, hypertension, pelvic pain, dyspareunia, lupus erythematosus, hypertension, arthritis, depression, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: outcome of the event back spasm was reported as not recovered. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.